Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with 4units of insulin via syringe. Customer reported that they have contacted their health care provider for the high blood glucose. The customer was explained the 2 high blood glucose rule. Customer changed set while on the phone and advised him to monitor blood glucose.